Manufacturer narrative:
(B)(4)

Event description:
It was reported that the emergency during insertion, the needle broke. As a result, a new one was used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the reported event was confirmed through examination of a returned product sample. The customer provided an 18 ga. Xtw (extra thin wall) introducer needle with the cannula separated below the hub. The distal section of the cannula was not returned. No defects or anomalies were observed on the hub. Microscopic examination of the separated end of the cannula revealed that it was uneven and out-of-round, which is characteristic of a fatigue break. The device history records for the needle / cannula were reviewed and did not reveal any manufacturing related issues. Since the xtw needle cannula can break if excessive lateral force is applied and it was reported that the needle broke during use, it appears that operational context caused or contributed to this event. No further action will be taken.